Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior. A steerable guide catheter (sgc) and clip delivery system (cds) was inserted and grasping was performed. Upon grasping the leaflets, a pericardial effusion was observed. The clip was deployed, reducing mr to a grade of 1. For treatment, the pericardiocentesis was performed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the cause of the pericardial effusion cannot be determined. Pericardial effusion is a known possible complication associated with mitraclip procedures unexpected medical intervention and medication required were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.